Manufacturer narrative:
The initial reporter also notified the FDA on 14 december, 2020. Medwatch report # (B)(4). Report source other: medwatch report. (B)(4). Investigation summary: a complaint of component damage was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 20103430 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(4) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause of this failure was not identified as no product was returned.

Event description:
It was reported that as lvp 20d dehp 2ss cv leaked. The following information was provided by the initial reporter: material #: 2420-0500 batch/ lot #: 20103430 it was reported that when the chamber was squeezed, a moderate amount of albumin squirted out of the open vent. Verbatim: mid-60's aged female with history of diabetes, hypertension and nash cirrhosis. While having an infusion of albumin (2nd bottle), when the chamber was squeezed to fill the chamber, a moderate amount of albumin came squirting out of the open vent. No known harm to the patient.